Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer completed the fill tubing step of the load process the customer received a message prompting then to change the cartridge. Tandem technical support verified in the pump history that no alerts or alarms had occurred. Customer attempted to reload the cartridge and received a minimum fill message. Customer's blood glucose level was 158 mg/dl.

Event description:
It was reported that after the customer completed the fill tubing step of the load process the customer received a message prompting then to change the cartridge. Tandem technical support verified in the pump history that no alerts or alarms had occurred. Customer attempted to reload the cartridge and received a minimum fill message. Customer's blood glucose level was 158 mg/dl. Ultimately, the customer was able to load a new cartridge and resume insulin delivery.